Manufacturer narrative:
Per the dexcom user guide: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the sensor was placed on the right arm and the pump was placed in the customer's left pocket, with the body serving as an obstruction. The customer's blood glucose level was 115 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.